Event description:
Ever since I have had essure. Bad migraines, psychoticness (very cranky), bad sharp pains, very heavy painful periods, always tired, feel like crap, fluttering in stomach, un-explained pain and I doze off a lot. Essure has seemed to totally worsen my life.